Event description:
It was reported a spectrum pump had a check battery message occured during infusion therapy (medication and infusion parameters unk) in the surgical intensive care unit (sicu). It was also reported there was no pt injury or medical intervention required.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.